Manufacturer narrative:
Corrected data: additional manufacturer narrative. Additional information: suspect products, type of report: follow up, type of report: follow up, if follow-up, what type?: additional information/correction, event problem and evaluation codes. The biomedical engineer reported that the central nurse's station (cns) booted to a blue screen and would not load the cns software. The device was in patient use, however no patient harm was reported. He sent the unit in to nihon kohden for repair. The unit was cleaned and evaluated. The reported problem of the "blue screen: was duplicated and indicated a hard disk drive (hdd) failure as the root cause of the device failure. The hdd was replaced. The unit was tested per operator's/service manual and completed 48 hours of extended testing and operates to manufacturer's specifications.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) booted up to a blue screen and would not load the cns software. The device was in patient use, however no patient harm was reported. He sent the unit in to nihon kohden for repair. The unit was cleaned and evaluated. The reported problem of "blue screen" was duplicated and indicated a hard disk drive (hdd) failure as the root cause of the device failure. The device will need a replacement hard disk drive (hdd) to replace the failed one. Nihon kohden is currently waiting for a po to begin the repair work. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) booted up to a blue screen and would not load the cns software.